Event description:
Two separate occurrences of a leak were reported by the same end use customer regarding lot 63630-a5953 of the exactamix 3000 ml eva dual chamber bag. It was stated one leak was noted approximately 30 minutes after infusion had started in the patient's home. The end user described the leak as being on the rounded bottom corner of the left side of the bag. There was no report of death or serious injury. The second leak was noted by the same end user in the patient's home and was detected while mixing the lipids in preparation for adminstration. The leak in the second unit was also noted at the rounded bottom corner but on the right side of the bag. In both instances, the unit was discarded and is not available for evaluation. Pictures of the units were supplied and allowed confirmation of the lot number, product type and the presence of a leak as indicated by a droplet of parental solution visible on the rounded corner of the bag. The pictures did not provide enough detail to confirm the exact origin of the leak nor to identify any potential causes. The device history record for the lot in question was reviewed and no abnormalities were found. No other complaints regarding this lot or other dual chamber products with a failure reported in the rounded corner have been received. There is no indication of manufacturing issue at this time. If additional, relevant information becomes available, a supplemental report will be submitted.